Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user was explanted due to pain with the device.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem. This finding was expected, because according to the recipient report the device was explanted due to pain at the implant site. Reportedly the pain was more severe when glasses were worn, thus patient related factors might have contributed to this symptom. In addition, impairment of sense of taste and numbness were reported, which are known post-operative side effects of ci implantation. No new device was implanted. This is a final report.

Event description:
The user was explanted due to pain with the device. The pain was located behind and in the ear and it became more severe when the user was wearing glasses. The user had the feeling that the implant had moved out of pocket. This was, however, neither confirmed by imaging nor could the clinical staff confirm that the device was moveable before the explantation surgery.